Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. Two samples were received for evaluation, one opened and one unopened were returned and visually inspected; no obvious defects were observed. A console representing the current software version was used to test both samples. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The samples could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that irrigation failure occurred during a vitrectomy surgery and the intraocular pressure became unstable while aspirating with a probe. The reported informed that the procedure was completed without raising ¿too much¿ the aspiration pressure. There was no patient harm. A product sample was requested for evaluation.